Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgery wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient fell and lost effective therapy with their scs system. Diagnostics showed the patient's paddle lead had multiple contacts with high impedance. In turn, surgical intervention may take place at a later date to address the issue.